Event description:
When bag was squeezed no air was being delivered to the patient. Patient stats dropped rapidly, recovered fast after switching the bag. Ambu was not functioning properly. Ambu was being squeezed, nut no chest rise volume not being delivered to pt despite oral airway in place and a good seal on a mask on pt's face. Pt was being intubated and pt's desated to 74%, until a new ambu was grabbed from another room and pt's sats increased into the 90's and pt was successfully intubated. Old ambu and bag obtained from room pulled

Manufacturer narrative:
The bag not providing oxygen while squeezing during intubation delayed therapy to patient would cause a disruption in resuscitation efforts and patient oxygen saturation decreased.

Event description:
When bag was squeezed no air was being delivered to the patient. Patient stats dropped rapidly, recovered fast after switching the bag. Ambu was not functioning properly. Ambu was being squeezed, nut no chest rise volume not being delivered to pt despite oral airway in place and a good seal on a mask on pt's face. Pt was being intubated and pt's desated to 74%, until a new ambu was grabbed from another room and pt's sats increased into the 90's and pt was successfully intubated. Old ambu and bag obtained from room pulled

Manufacturer narrative:
The bag not providing oxygen while squeezing during intubation delayed therapy to patient would cause a disruption in resuscitation efforts and patient oxygen saturation decreased. Summary: returned product investigated and found to be in working order. No further investigation required. No applicable risk associated with conforming product. **UDI related data quality updates only**

Manufacturer narrative:
The bag not providing oxygen while squeezing during intubation delayed therapy to patient would cause a disruption in resuscitation efforts and patient oxygen saturation decreased. Summary: returned product investigated and found to be in working order. No further investigation required. No applicable risk associated with conforming product.

Event description:
When bag was squeezed no air was being delivered to the patient. Patient stats dropped rapidly, recovered fast after switching the bag. Ambu was not functioning properly. Ambu was being squeezed, nut no chest rise volume not being delivered to pt despite oral airway in place and a good seal on a mask on pt's face. Pt was being intubated and pt's desated to 74%, until a new ambu was grabbed from another room and pt's sats increased into the 90's and pt was successfully intubated. Old ambu and bag obtained from room pulled.